Event description:
It was reported that a spectrum iq pump ran a cisplatin 1680ml infusion an hour later than ordered. The infusion was ordered to infuse over 6 hours at 280ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108393 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.